Event description:
It was reported that the patient was seen in the emergency room (ER) with increased dyspnea, fatigue and dizziness. There was no capture of the right atrial (ra) lead and right ventricular (rv) lead and the thresholds were reprogrammed. The patient was seen again in the office one week later where the rv threshold had increased more with intermittent non capture. The ra and rv leads remain in use and the patient is being reviewed for other clinical issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092-52 implantable pacing lead (B)(6) 2000; c2tr01 implantable biv pacemaker (B)(6) 2013; 419488 implantable pacing lead (B)(6) 2000. (B)(4).